Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the head had intermittent telemetry and failed its uplink amplitude tests, though it was additionally noted that it passed all tests using a known good cable. The head was being sent on for repair and restock. (B)(4).

Event description:
The radio frequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.